Event description:
The #5 reliance pf stem opened on table then cup (52x28), r.n. Noticed red dot on bipolar cup was not "bright red" dr. Was notified and scrapped stem and cup afraid of non sterile field. Forty five minutes surgery delay.